Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt last felt stimulation on 6/15/2011. The implantable neurostimulator was turned off to recharge the battery and it was, then, not possible to turn the stimulation on again. Impedance readings did not directly indicate an open circuit. Movement did not cause changes in the stimulation. Palpation of the device did not recreate any feeling of stimulation. It was later reported that the pt was to have a revision, though it had not been scheduled as of the date of this report. There was nothing "abnormal" noted upon x-ray. Several reprogrammings were attempted, but the pt could not feel any stimulation, even with the stimulation set at 10.5 volts and regardless of what part of the lead was programmed. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.